Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged cosmetic damage, missing window cover on the pump. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The following were noted during visual inspection: cracked reservoir tube lip, scratched case, missing display window over, cracked case (corner of belt clip rails) and cracked battery tube threads. The pump passed the displacement test. In summary, the pump was received with a missing display window cover, cracked case (corner of belt clip rails) and cracked battery tube threads confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump black stripe above lcd comes off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.